Event description:
Device issue: cap of the sheath separated. Time of device issue: during unpacking. Adverse event: none. It was reported that during unpacking of the starclose se device, it was found that the cap of the sheath was separated in the sterile package. A second star close se device was used. There was no reported patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.